Manufacturer narrative:
The lead was returned with no reported event. As received, only a distal portion of the lead was returned in one piece measuring 41.4 cm/ 41.6 cm (insulation/outer coil) for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found an external insulation abrasion exposing the outer coil noted at 6.2 cm to 6.9 cm from distal tip. The cause of the external insulation abrasion is consistent with friction to another device or feature of the heart.

Event description:
This is to report an event observed during analysis.